Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service rep reported that the iabp was internally inspected but no obvious sign of fluid, other damage or obvious faults were found. The initial inspection did reveal the batteries would not run the pump for more than approximately 15 minutes causing the iabp to shutdown as initially reported. The batteries were replaced. The iabp was then run for about 24 hours with no faults. All checks and calibrations were carried out, and the iabp has been run successfully for several days. It will be returned to the customer for clinical use.

Event description:
It was reported that while a patient was connected to a cardiosave intra-aortic balloon pump (iabp) in the catheter lab and was prepared to be moved to the intensive care unit (ICU). The iabp was then disconnected from ac power and approximately 5-10 minutes later both screens (display and keypad) went blank but the iabp was still pumping. Less than a minute later the iabp shut down, and the constant tone alarm sounded. The iabp was reconnected to ac power and re-started. Both screens were ¿jittery¿ and showed the ¿maquet¿ logo and rotating arrow. The iabp reportedly failed to come out of this start-up phase. The iabp was re-started again and was ok. The customer waited approximately 20 minutes before disconnecting from mains and successfully transferring the patient to ICU. No adverse event was reported.